Event description:
The customer reported via phone call that their insulin pump kept showing the fill tubing stage. The customer's blood glucose was unknown. Through troubleshooting, the customer confirmed that they were stuck at the priming screen and that they were unable to exit the preparing to prime loop. The customer was advised that their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.